Manufacturer narrative:
H3: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline flex braids were returned for analysis within a shipping pouch and within a plastic container. The lot numbers of the individual pipeline flex braids could not be determined. ¿ visual inspection/damage location details: the pipeline flex braids were returned already detached from the pusher; therefore, the braid ends (proximal, distal) could not be identified. The pushers were not returned with the braids. Both ends of the braids were found open but damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ reports could not be confirmed. It is likely the damage found with the pipeline flex braids or the patient¿s ¿severe¿ vessel tortuosity contributed to the event. H6: updated to reflect device analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipelines would not fully open. The patient was undergoing a procedure to treat an unruptured saccular aneurysm of the right ica. The aneurysm max diameter was unknown and the neck diameter was 6mm. The landing zone was 4.65mm at the distal side and 4.75mm at the proximal side. Vessel tortuosity was severe. It was reported that two instances on both large 5mm devices. Neither fully opened on very distal end. There was a pipeline bend in the proximal, middle, and distal parts. Less than 50% of the pipeline had been deployed when it failed to open. Tried bumping sleeves off but even once sleeves opened it was lazy a couple mm away from tip. The pipeline was resheathed "less than or equal to 2 times." Balloon angioplasty was performed. Body of device was opening perfectly. The rep suggested to remove device on both attempts. On back table the devices popped open when deploying. They attempted a 3rd device with pipeline flex 5x35. This device had the same issue in the exact same spot. Patient was successfully treated with a 5x35 flex and 5x25 shield. The doctor decided to drag around distal segment to wider segment and it opened better. This lead to discussion of anatomy and was there an anatomical cause for this lazy distal issue. That¿s what they had concluded but not an absolute fact. Support was good with rist but very tortuous. Angiographic result post procedure showed "good final results." The pipeline and any accessory devices were prepared as indicated in the IFU. There was no harm or injury to the patient. Ancillary devices included: 7f 23cm short sheath, rist radial 7f guide catheter, phenom 27 150cm microcatheter, and synchro standard guidewire.